Event description:
As reported by the user facility: machine alarming with blood leak error. Customer discarded all questionable filters, but is sending an unopened sample for inspection. No additional info was provided by the facility after several attempts were made to gather additional info. No pt injury was initially reported.

Manufacturer narrative:
The actual device in the reported incident was not returned to the MFR to be evaluated. One unused rep sample was returned. The unused sample was forwarded to the distributor. The unused sample and all available info has been provided by the distributor to the actual MFR, asahi kasai medical america inc. For further evaluation. No specific conclusions can be drawn.